Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 8 synergy¿ drug-eluting stent, the physician noticed that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion and the proximal portion except for the most proximal 3 rows od stent struts of the crimped stent were damaged, distorted with the stent stretched distally out over the distal markerband and towards the distal tip of the device. The undamaged proximal portion showed no signs of abnormalities to its profile. The product stent protector was not returned for analysis with the device. The type of damage evident to the stent is consistent with the incorrect removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 8 synergy drug-eluting stent, the physician noticed that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).